Manufacturer narrative:
None

Event description:
End user called to complain that the device gave an error, when testing the calibration. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.